Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their sensor fell off early and the needle was not located. Patient was able to see a white fiber. The event occurred on (B)(6) 2016. No additional event or patient information is available.